Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patent presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise. It was noted that the noise was larger than intrinsic ventricular events. The patient will continue to be monitored.